Event description:
Related manufacturer reference number: 2017865-2024-53830. Related manufacturer reference number: 2017865-2024-53831. Related manufacturer reference number: 2017865-2024-53833. It was reported that the patient presented to the emergency room with a symptom of syncope. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). It was then reported that the patient had deceased due to an unknown cause. No additional information was reported.